Event description:
Boston scientific received information that the patient implanted with this lead had an infection. Attempts to obtain additional information was unsuccessful. Available information suggests the product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.